Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that humidity invaded the light guide lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. However, the root cause could not identified. The following is included in the instructions for use (IFU): IFU states that detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a foreign material on light guide lens. There were no reports of patient involvement.